Event description:
Two (2) post-craniotomy patients developed post procedural abscesses at surgical site where dural patches were used. Both the tissue and patches were removed and cultured in both cases. The tissue directly underneath the patches had extensive exudate. The patches that were cultured both grew out same organism (a bacillus) and both patches were of the same lot #. (We are reasonably certain of same lot# because all digits match except that one is missing a digit, which we believe to be a typo in the or record as the manufactor verified they only use 14 digit lot #'s.) Both patients required surgery to remove infection and patches and long term IV antibiotics.